Event description:
It was reported that when the device was used during a laparoscopic nephrectomy procedure, it locked out. Opened another device to complete the case. There was no consequence to patient.